Manufacturer narrative:
Insulin pump passed the operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that she experienced a high blood glucose level and the insulin pump was damaged. Customer's blood glucose level was 280 mg/dl. The customer was thirsty and was going to the restroom more often. She treated her blood glucose level with the insulin pump. The insulin pump was damaged around the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.